Manufacturer narrative:
The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. The downloaded data showed no abnormalities that would indicate the needle deploying early. The cause of the reported event of the needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed prior to proper pod activation. The pod was not worn.